Event description:
The philips repair bench found a dead battery where the device shutdown during a device evaluation.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.